Event description:
Information was received from a healthcare professional regarding a patient receiving fentanyl with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported patient was in the intensive care unit (ICU) on (B)(6) 2016 with altered mental status and they believed the pump dose needed to be decreased. Caller indicated the managing healthcare professional (hcp) did not have privileges at the hospital and were looking for a local manufacturer representative. It was mentioned patient had pump dose increased on (B)(6) 2016. Caller redirected to national answering services (nas). No further information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.